Event description:
Revision surgery - the pt complained of instability and dislocation of reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.8 months of patient use. The outcomes attributed to the event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 47th complaint for this part number: 22 dislocations, seven trauma, five infection, four dissociation, three pain, two non-assembly, two instability, and one broken screw. This is the second complaint for this lot number, one other for infection. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue, and patient activity.